Event description:
Situation: research patient's trial drug tubing had a leak at the luer lock y site causing the drug to pour out from the site. Background: patient receiving daratumumab IV as part of a trial. Drug arrives from downtown and is mixed on site. Assessment: patient's drug was verified, and the medication tubing was attached to the lowest y site luer lock location. The pump was run and within two minutes the patient saw blood and liquid coming out of the tubing and was pouring onto the floor. Since the medication was not going down to the patient at the connection, his blood was backing up through the primary tubing, mixing with the fluids. It was seen that the lowest y site luer was not sealed over, allowing the tubing to not be sealed closed and fluid flowing out. Infusion was stopped and taken down. Research coordinator, pharmacy and provider made aware. Recommendation: tubing and drug were taken by research pharmacist. Due to the loss of research drug, new drug would need to be obtained and mixed. This would take hours to obtain and would keep the patient late into the evening. Arrangements were made to reschedule treatment to next week. Because it was research drug, the product along with the drug and bag were returned to the research pharmacist.

Event description:
Situation: research patient's trial drug tubing had a leak at the luer lock y site causing the drug to pour out from the site. Background: patient receiving daratumumab IV as part of a trial. Drug arrives from downtown and is mixed on site. Assessment: patient's drug was verified, and the medication tubing was attached to the lowest y site leur lock location. The pump was run and within two minutes the patient saw blood and liquid coming out of the tubing and was pouring onto the floor. Since the medication was not going down to the patient at the connection, his blood was backing up through the primary tubing, mixing with the fluids. It was seen that the lowest y site luer was not sealed over, allowing the tubing to not be sealed closed and fluid flowing out. Infusion was stopped and taken down. Research coordinator, pharmacy and provider made aware. Recommendation: tubing and drug were taken by research pharmacist. Due to the loss of research drug, new drug would need to be obtained and mixed. This would take hours to obtain and would keep the patient late into the evening. Arrangements were made to reschedule treatment to next week. Because it was research drug, the product along with the drug and bag were returned to the research pharmacist.